Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported dissatisfaction with vision in her left eye post lens implant. The lens was removed and another lens was implanted. At follow up visit, the doctor indicated to the consumer that the lens was not fitting correctly in her eye, it is bent. The consumer was scheduled for another surgery, however, she did not provide any further information. Additional information has been requested, but no additional information has been received by bausch + lomb to date. This report is for the first lens. Reference MDR# 2031924-2014-00204 for the second lens.